Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 30 mg/dl at the time of the incident. The customer was given glucose tablets to treat. The customer's blood glucose was stabilized at 79 mg/dl. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed for the insulin pump. The pump will not be returned for analysis. Frn- model unknown ¿ reservoir.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, primetest, excessive no delivery test and delivery accuracy test at 0.08770 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device was programmed and monitored with multiple basal profiles. All basal profiles delivered properly. No basal anomaly noted. Device was also programmed with multiple test boluses and monitored. All boluses delivered properly. No bolus anomaly noted. The bolus wizard functions properly per bolus wizard sample in the 522/722 user guide. Device uploaded properly using carelink. Device had cracked reservoir tube lip. (B)(4).